Manufacturer narrative:
The insulin pump was received with a high idle current due to an open trace on the lcd driver. There was no unexpected off no power, low battery, failed battery test, or battery out limit alarms noted during testing. The pump passed the self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test. The pump had a minor scratched lcd window, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that she was sent a new battery cap for a battery issue but when she used it, the battery went down to one line overnight. Customer's blood glucose was 108 mg/dl at the time of the incident. Customer is calling a second time regarding a low battery. Customer stated that the battery cap did not resolve the issue. Customer stated that the battery did not last more than one week. Customer's last alarm was a low battery alert yesterday morning. Customer was advised that the pump will need to be replaced. In a previous call, the customer stated that she was not using the pump and had been off the pump since the beginning of march. Customer was only storing the pump with the battery and experiencing battery issues.